Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. After predilation was done with a coyote¿ balloon catheter, a 3.00 x 28 synergy¿ stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent struts got lifted. The procedure was completed with a 3.0 x 28mm non bsc stent. No patient complications were reported.

Manufacturer narrative:
Synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut row 4 from the proximal end was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip profile was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. After predilation was done with a coyote¿ balloon catheter, a 3.00 x 28 synergy¿ stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the stent struts got lifted. The procedure was completed with a 3.0 x 28mm non bsc stent. No patient complications were reported.